Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Smr supporter reported loose power connector on both sides. No effect on the patient. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Manufacturer narrative:
Revision to conclusion: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since the event was confirmed visually. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed visual examination due to slightly loose connectors at port 1 and port 2. The device passed functional testing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via logs since log files were not available for analysis. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed visual examination due to slightly loose connectors at port 1 and port 2. The device passed functional testing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.